Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device had never worked well for them. It did not necessarily work less efficiently after the accident. Patient reported they had called to ask how they would know if it wasn't working, because it hurt to sit after the bike accident and they were not sure if the device had been affected or not. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's device did help a little but it was not helping a great deal and seemed to be worse since their bike accident. Patient had tried changing programs and tried all their programs. No further complications were reported.